Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.5x28mm target lesion was located in the moderately tortuous and moderately calcified, left anterior descending artery. A 3.50 x 28 synergy drug-eluting stent was advanced to treat the lesion. However, it was observed that the stent struts were lifted. No patient complications were reported and the patient's status was stable. A visual examination of the crimped stent found distal stent damage with stent struts bunched in a distal direction. The undamaged crimped stent od (outer diameter) was measured using snap gauge and the result was 0.0425 inches, this is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.5x28mm target lesion was located in the moderately tortuous and moderately calcified, left anterior descending artery. A 3.50 x 28 synergy drug-eluting stent was advanced to treat the lesion. However, it was observed that the stent struts were lifted. No patient complications were reported and the patient's status was stable.